Event description:
Patient was revised to address a grinding sound, and a large cyst anterior and lateral to joint. The liner was also found to be malpositioned within the cup. (Right hip).

Manufacturer narrative:
Patient was revised to address a grinding sound, and a large cyst anterior and lateral to joint. The liner was also found to be mal-positioned within the cup. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). Examination of the returned devices finds evidence to indicate the liner was not properly aligned within the acetabular cup and also of stem impingement. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. Inadvertent user error in not seating the liner properly was a factor in the problems reported. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.